Event description:
The customer reported their unicel dxc 600i synchron access clinical system generated a "cartridge chemistry sample cuvette no fluid detected" and "cuvette not dry before first reagent dispense" errors. Upon troubleshooting, the customer found the fitting on reagent probe b was loose and approximately 1ml of fluid leaked from the reagent probe into the reagent probe drip tray. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on the reagent probe to resolve the issue, no further leaks or instrument errors were observed. (B)(4).